Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that, one time, when they were adjusting their stimulation, it was too high and felt like an electric shock. The agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed because the issue was already resolved. Walked caller through how to turn down stimulation before turning it on so they do not get a shock. It happened about a year ago.